Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has is showing error message: "a maintenance of the counterpulsation is perhaps necessary, and automatic balloon control has detected an erroneous video communication". There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the error message corresponds to too many error logs. Since the update, fse have noticed that when there are a lot of error logs, they must be deleted. Which the fse did not know when the last update was implemented. So the fse deleted the errors and did the preventive maintenance. No ecme used for this intervention. Functional and compliant device according to the manufacturer's recommendations.

Event description:
N/a.

Manufacturer narrative:
Corrected sections: d4 (serial #, UDI #).